Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd insyte" autoguard" bc shielded IV catheter leaked an unknown drug and blood between the catheter and catheter adopter. The catheter was replaced. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: visual analysis observations and testing: received one used iag/bc 22ga catheter/adapter assembly with an opened package from the lot number 7122832. The catheter/adapter was attached to terumo 2.5 ml syringe. Visual/microscopic examination: observed a cut/slit in the catheter tubing above the adapter nose. Water/air leak test: air bubbles were observed coming from the area of the cut/slit. DHR review was performed on the following lot number: 7122832 the lot number was built on afa line 1, from may 7, 2017 thru may 11, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Conclusion: the defect leakage, as stated as the reported code was confirmed with the returned catheter/adapter assembly. The catheter tubing leaked during the water leak test through the cut/slit that was observed. A definite root cause for slit could not be determined. The failure could potentially happen on zone 1, zone 2 or zone 5.